Event description:
Reported by representative (B)(6). That during a knee surgery, the surgeon could not remove the top screw of the tibial implant. A secondary implant had to be opened (pn 15-3816/11, sn (B)(6)/1051) and the tibial was used from that implant, with no issue. The representative stated that the top screw of the modular tibia implant was impossible for the surgeon to remove with the 2.5mm hex screwdriver despite the fact that he has a great deal of experience with this product. In his attempt to remove the top screw, both the screwdriver and screw stripped. In suggesting that he cement the augment into place rather than using the fixation screw, the surgeon decided that this was not an option because he was concerned that the damage to the fixation screw would cut into the bottom of the poly. A hospital owned 2.5mm driver was used for the secondary implant opened.the surgery outcome was not affected as the surgery time was only increased by a few minutes to find the replacement and open it. [Customer]